Manufacturer narrative:
There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release.alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) (site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
An orthoptist reported a posterior capsule rupture during a laser assisted cataract procedure.